Manufacturer narrative:
The device associated with this report was not returned for evaluation. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A search of the complaint database against product code 950502024 found additional reports of impactor/punch assembly problems. Investigation of previous reported events attributed the root cause to product wear or were unable to confirm the reported problem. The investigation could not draw any conclusions about the reported event without the instrument to examine. Based on the inability to confirm the reported event or identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The mbt keel punch handle not locking in to keel making it hard to remove trials.